Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the large suturecut needle driver instrument had damaged cable at the end of the sheath. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The large suturecut needle driver has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grip cables frayed to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the force amplification pulley. Filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no fragments fell into the patient, and there was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.